Event description:
The customer reported that while the ventilator was connected to a pt, the ventilator switched to standby mode on its' own and stopped ventilating the pt. The pt coded but no pt injury was reported. MFR #9611500-2014-00033.